Event description:
Knee infection. Report received from physician stating that the pt was injected with synvisc in 2/2002. Pt is experiencing the event of a "persistent swollen painful knee" has not yet recovered. Pt's knee was aspirated. Add'l info received from the reporting physician on 03/2002 providing lab results and treatments. Pt had an excess of a protein that was not consistent with an infectious process. The swelling and pain increased in mar 2002 and physician prescribed ancet. Pt was hospitalized and re-scoped. The third culture was negative also, and a consultation with infectious disease physician was requested. Wbc's were 11,700 (peripheral), and the sed rate was 75. Add'l info received from the reporting physician on apr-2002 provided the diagnosis of knee infection. The pt's knee was aspirated (date not provided) producing 37,500 white blood cells, 92% polys, and no organisms were seen on a gram stain. The pt was subsequently arthroscoped on two occasions and at the second arthroscopy, propionibacterium acnes were cultured from thioglycollate broth after four days. The pt has been treated with antibiotics and is recovering satisfactorily. The physician reported that given this info, the pt most probably did not have a reaction to synvisc as originally thought, but instead had a low-grade infection as a result of aspirations and injections. MFR's comment: review of production and quality control documentation showed that product met specs. No associated non-conformances were reviewed. Corrective treatment: aspiration, physician prescribed ancet.